Event description:
It was reported that the patient was developing a seroma at the pump pocket since the pump exchange. Surgical intervention was required, and a mesh pouch was put onto the pump during revision to prevent seromas. The seroma was aspirated and sent for an exam (all within normal limits). The patient¿s status at the time of this report was alive ¿ no injury. The drug being delivered via the pump was unknown. Additional information has been requested regarding the drug and patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On 2015-08-05, information was received from a manufacturer&#38112;representative via email regarding the (B)(6) female patient reporting that the implanted infusion pump was used to infuse morphine sulfate (22.0 mg/ml) and clonidine (700.0ug/ml) and it had been turned down so that the patient was receiving 2mg/day of morphine.